Event description:
Healthcare professional reported "volumetric enlargement and structural deformity of the breast contour, pain and breast tightening. Us with the presence of fluid and signs suggestive of rupture and simple cysts". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.